Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device, and was unable to duplicate the customer reported malfunction. No component replacement was needed. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator's display became blank. The patient was transferred to another ventilator without harm.